Event description:
It was reported to philips that the host pc was not booting up, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the host pc was not booting up. Upon troubleshooting with customer, the rse suggested to check system power supply to host pc. The hospital engineer checked and found emergency power switch over causing intermittent issues. To resolve the issue, the hospital engineer removed system from incoming power and switched off the breaker which restored power after 10sec. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.